Manufacturer narrative:
A drager service engineer was performing an on-site examination of the device and revealed a problem with the sw file onboard the graphic controller pcb; the supervisor function of the sw detected an erroneous data transfer and triggered a reboot to remove the error condition. Re-installation of the sw has solved the problem. The device passed all tests and is back in use. Drager finally concludes that the device has responded as designed upon a deviation. A reboot is the specified behavior to overcome an error condition in the sw run that can't be removed by other means. The device will briefly power-off and back on and post a corresponding alarm indicating the reboot. During the reboot sequence which lasts approximately 8 seconds the device opens the breathing system to ambient to allow spontaneous breathing. After successful completion of the reboot ventilation will be continued with the last valid settings.

Event description:
It was reported that the device generated an alarm during use and performed a reboot. The users were introducing a replacement device immediately; no patient consequences have occurred.